Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 150-200mg/dl fasting. Verified test strips expire 08/22/2017. Confirmed customer's test strips are being stored properly and opened vial date was unknown. Reviewed meter memory (B)(6).